Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for a post-op check, the left ventricular lead was observed to have dislodged. The physician elected to reposition the lead and the patient was stable following. The physician decided to implant an epicardial lead during a later procedure.

Event description:
New information indicates that an epicardial lead was implanted on (B)(6) 2019. The patient was fine after the procedure.

Event description:
The patient underwent repositioning of the original left ventricular lead. The patient did not undergo epicardial lead placement.